Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. The exact implant date was not reported. According to the complainant, on (B)(6) 2019 the patient felt uncomfortable and was admitted to the hospital. During the ercp procedure, the physician noted that the advanix biliary stent had migrated out of the bile duct and into the duodenum, where it subsequently caused a perforation in the duodenum near the ampulla. The patient was sent to surgery where the advanix biliary stent was removed and the perforation was closed up. Another stent was placed in the patient and the procedure was completed. The patient's condition is now reported to be stable.